Event description:
It was reported that an asymptomatic patient presented for follow up; the right ventricular lead exhibited loss of capture. A chest x-ray revealed the lead was dislodged. It was noted that the patient had twiddlers syndrome. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.